Manufacturer narrative:
(B)(4). Method: the complaint bc190 flexitrunk infant nasal tubing was not returned to fisher & paykel healthcare (f&p) in new (B)(4) for investigation. Our investigation is based on the information and photograph provided by the customer and our knowledge of the product. Results: visual inspection of the provided photograph of complaint bc190 flexitrunk infant nasal tubing device revealed that the evaqua material in the lower tubing was torn near the circuit connector. Conclusion: we are unable to determine the cause of the reported event. However, it is likely that the cause of the reported event is due to the tubing being pulled. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: - "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement."

Event description:
A healthcare facility in the (B)(4) reported via a fisher & paykel healthcare (f&p) field representative that a bc190 flexitrunk infant tubing was found damaged during use. There was no reported patient consequences.